Event description:
Reportedly, during the last follow-up dated (B)(6) 2024, an isoline 2cr6 lead implanted on (B)(6) 2010 showed high ventricular impedance measurements with rv pacing impedance of 1807 ohms, a vr coil of 1914 ohms and an svc coil of 1990 ohms. On (B)(6) 2021, rv pacing impedance was 610 ohms, rv coil was 626 ohms and svc coil was 680 ohms. No noise episodes or oversensing has currently been observed with this lead. A reintervention to cap and replace the existing lead is being considered to occur soon.

Manufacturer narrative:
Investigation summary: as informed during the last clinical follow-up dated (B)(6) 2024, high pacing and coils (svc and rv) impedances as well as high capture threshold on the ventricular lead were recorded. Review of the provided x-ray revealed a clear contact between the two leads at the level of the subclavian vein and a distortion of the coil at the level of the svc coil. This observation could explain the cause of the increase in ventricular impedance. However, since the lead remains implanted and was not returned for investigation, the exact root cause of the event could not be determined. The results of this investigation are retained and utilized for trending purposes.